Manufacturer narrative:
It was reported that the brace allegedly does not stay locked in extension. No injury reported. The actual device was evaluated and the customer complaint was confirmed.

Manufacturer narrative:
It was reported, that the brace allegedly does not stay locked in extension. No injury reported. Additional reporting on this event will be provided as a supplemental report to this document, as soon as it becomes available.

Event description:
It was reported, that the brace allegedly does not stay locked in extension. No injury reported.